Event description:
Pancreatic stent placed during ercp migrated up pancreatic duct. Physician unable to retrieve stent. At transfer the pt is complaining of low energy level and some gas pains in the abdomen. She is afebrile and hemodynamically stable. She is alert and in no acute distress, not septic-appearing. Lungs are dim at the bases bilaterally, otherwise clear to auscultation. Heart: regular rate, normal s1 and s2. Abdomen is soft with some right upper quadrant tenderness to deep palpation.